Event description:
The customer is questioning the pack's sterility. They were not able to clarify if this pack had been palletized or not.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Complaint#: (B)(4).